Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was vomiting and had high blood glucose. Customer was taken to the hosp. The infusion set was changed. Customer stated that she did not take manual injections instead she treated herself with the pump. Later, it was reported that the customer had high blood glucose and ketones per md. Fixed prime and high-pressure tests were performed and all appeared normal.